Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer's insulin pump is cracked at the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked reservoir tube, battery tube and case at display window corners.